Event description:
Complainant alleged that during training by the distributor, the device was unable to deliver a shock. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.